Event description:
It was reported that tandem mobi pump generated cartridge alarm during use, and customer was unable to reload original cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge and delivered a 9-unit bolus successfully, then, with technical support guidance, loaded new cartridge using proper technique, resumed insulin therapy, and issue was resolved; no additional information was available regarding cartridge lot.